Event description:
This is a spontaneous report received on 05/19/2009 from a customer (B)(6) about difficulties during an autologous stem cell processing on (B)(6) 2009 on an isolex instrument with an isolex set. During the thrombocyte-wash program, the instrument stopped due to an alarm. With the support from technical service from netherlands and the use of a new isolex set the cells could be recovered. Today it is unknown if this will have an impact on the patient's transplantation. The set was discarded by the customer. No patient data are available so far. No patient injury has been reported.

Manufacturer narrative:
(B)(4). Baxter medical assessment: this is a cell processing issue where the automated procedure had to be stopped and the cells were recovered. There is no patient injury reported. As in all cases where the automated cell processing must be halted for cell recovery there is the potential for cell loss. This can put the patient at greater risk for delayed or failed engraftment. As such, this type of cell processing issue could cause or contribute to an event if it were to reoccur. (B)(6). No sample analysis could be performed as no sample is available. The complaint will be kept of file for trending purposes.